Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient said that their "device was not working" and the "leads were pulled out". The caller did not have any event information. The caller said the patient needed a head MRI scan but they did not have a t/r head coil. No symptoms were reported. No further complications were reported/anticipated.